Manufacturer narrative:
The head, neck, and stem was already assembled together when received. The components were separated to obtain the part and batch numbers. The laser marks between the head and neck were aligned. There were some marks/damage on the neck flange and stem platform. The diameter of the neck measured to be outside the manufacturing specifications. This out of spec condition may be attributed to measuring a used area of the neck. Additional mdrs associated with this event: 3025141-2018-00115: head, 3025141-2018-00117: stem.

Event description:
An arh slide-loc radial head replacement system was explanted on (B)(6) 2018 for unknown reasons.